Event description:
On (B)(6) 2012, the reporter contacted animas and alleged that repeated occlusions have led to blood glucose (bg) level s in the 250-380mg/dl range, with upset stomach and headache. Patient's mom reports they are having multiple occlusion alarms during basal and when pump is disconnected from body. Mom states this has been ongoing issue since august. Alarms occur about once or twice every hour, they have adjusted settings with health care provider (hcp) and hcp demands that pump be replaced for issue. The pump in use was a replacement in august for occlusion issue. The patient's bg on (B)(6) 2012 was 504mg/dl with high ketones, nausea, and vomiting. Mom has been using backup plan since (B)(6) 2012. Mom denies issues with infusion sets. The patient has no other health conditions or medications. At time of call, bg is 240mg/dl and the patient has mild fatigue. Advised mom that pump will be replaced but if occlusions are still occurring with replacement pump that would need to be considered as they could be causing occlusion alarm. Mom understands and states she will contact cts as soon as/if alarm goes off with replacement pump. This complaint is being reported based on the allegation that patient on insulin pump therapy experienced hyperglycemia.

Manufacturer narrative:
Follow-up #1: date of submission: (B)(6) 2013, device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013, with the following findings: a review of the black box history revealed multiple occlusion alarms. A review of the total daily dose history showed that the daily insulin delivery totals were found to be within specification. The rewind, prime steps and load steps were successfully performed with no alarms. The force sensor was found to be within calibration. An occlusion was induced during testing and the pump emitted the appropriate visual and audible "occlusion detected" alarm. The pump was opened and no damage found to any of the components or to the force sensor. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.